Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to duplicate failure. The stm was able to isolate the problem to a loose iab fill port connector. To fix the issue, the stm tightened the connector and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm was able to isolate the problem to a loose iab fill port connector. To fix the issue, the stm tightened the connector and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not autofill. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.